Event description:
Reportable based on device analysis completed on 06-jun-2025. It was reported that coil difficult to insert occurred. A 8mm x 20cm .035 interlock cube was used for treatment. During the procedure, it was noted that the coil was stuck in the catheter hub part. The coil was removed as it was and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a mail coil detached.

Manufacturer narrative:
Device evaluated by MFR: the interlock cube was returned for analysis. Upon examination, it was noted that the main coil, introducer sheath, and delivery wire were included in the return. It was observed that the main coil exhibited bending and stretching in both the coil arm and primary coil sections. Additionally, the arm coil was found to be detached.